Event description:
During patient rfl (radiofrequency lesioning) procedure black lines appeared horizontally across the screen approx 3 times. The lines affected image view. Physician was able to complete procedure . Physician has never seen this appear before and felt not safe to proceed until machine could be evaluated.